Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system shut down without command. There are no reports of pt injury or death associated with this event.